Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a failure to cycle alarm. The customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting was performed but was unable to resolve the alarm. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarms. The motor was tested outside the device and passed. (B)(4).